Manufacturer narrative:
The manufacturer previously reported that during a check-out procedure at the manufacturer's service center, the ventilator's tidal volume delivery was inaccurate and the device failed test steps during testing. The active exhalation control module was replaced to address the issue. During further evaluation the overhead blower filter was found to be clogged with contamination. The device's overhead blower filter was replaced to address the issue.

Event description:
During a check-out procedure at the manufacturer's service center, the ventilator's tidal volume delivery was inaccurate and the device failed test steps during testing. There was no harm or injury reported. The device's active exhalation control module board needs to be replaced to address the issues.